Manufacturer narrative:
The act and b buttons responded intermittently due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to press than usual. Blood glucose level at the time of the incident was 196 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.